Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during an unknown procedure, the white tissue pad detached from the device. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2020. D4: batch #t94d6h. Investigation summary: the device was returned with the jaws misaligned and with the clamp arm damaged. Upon further analysis of the tissue pad, an off center burn-in was observed. Additionally, the distal tip of the blade broke off and was not returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The device was tested on a gen11. The device did activate. No alert screens could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue.